Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/19/2025, it was reported by a sales representative via (B)(6) that an ar-6480 dw arthroscopy pump lids did not close and outflow did not work properly. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, during evaluation both door levers function normally. However, due to the age of the device an upgrade to motors is required. Both inflow and outflow motors are noisy at approx. 91 db¿s. Physical damage was found to the bottom and top covers, bezel, lcd touch screen and there are 4 missing bumpers. There is also damage to both door covers; the serial label requires an update from v1.8 rev. 22 to v1.8 rev. 24.